Event description:
During an endoscopic procedure for a subcardial gastric lesion, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemostatic powder didn't come out when the button on the handle was pressed. After activating the gas and checking its functionality, treatment is applied to the subcardial gastric lesion (probable gastric varix), with little hemospray output, so the catheter was changed to the second catheter with minimal to no hemospray output. The procedure was completed with another of the same device. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section e phone: (B)(6). Investigation evaluation: a product evaluation was performed only by the pictures provided in response to this report because the product said to be involved was not provided to cook for evaluation. Per the photos provided we cannot complete a full evaluation. Without the product or substantial evidence to contradict the complaint, it is considered confirmed based solely on statements and photos describing the event. In the first photo, one of the provided catheters can be seen soiled, and coiled within a white "steris" pouch. Dark discoloration is noted throughout the catheter's distal end. The second photo shows the device within the provided tray alongside an apparently unused catheter. The device's activation knob appears to be engaged, indicating activation of the co2 cartridge, and the on/off switch is in the "off" position. Lastly, a photo of the device labeling is provided matching the product reported, however the lot number is not legible. The device history record for the lot number said to be involved was reviewed. Nonconformance's that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: while photos were provided, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. A corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action (CAPA) was initiated to further investigate device failure due to being unable to spray powder. The product said to be involved is included in the scope of the corrective action. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user was utilizing hemospray on a gastric varix/varices, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Manufacturer narrative:
Continued section e phone: (B)(6). Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Photos were provided and reviewed. In the first photo, one of the catheters can be seen soiled, and coiled within a white "steris" pouch. Dark discoloration is noted throughout the catheter's distal end. The second photo shows the device within the provided tray alongside an apparently unused catheter. The device's activation knob appears to be engaged, indicating activation of the co2 cartridge, and the on/off switch is in the "off" position. Lastly, a photo of the device labeling is provided matching the product reported, however the lot number is not legible. Our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. Both catheters were provided in the return. Catheter #1 did not exhibit any signs of use (no kinks, discoloration, or powder noted within the tubing), but a small amount of powder was noted on the red catheter hub. Catheter #2 was returned in a white "steris" pouch. Catheter #2 contained a build up of dark powder within, additionally a yellow liquid was noted within the catheter. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A small amount of residual powder was noted within the device nozzle. When tested as returned the device did not spray. The co2 cartridge did not audibly discharge upon deactivation and the cartridge was fully punctured. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The foam was present and in the correct orientation (slits facing the red activation knob). When tested with a new co2 cartridge and activation knob the device was able to spray, but would continuously release co2 through the nozzle when the device was switched in the "on" position. Catheter #1 was attached to the handle and powder was able to pass through the catheter as intended. Catheter #2 was attached and tested with the returned device. When attempting to spray, powder was unable to pass through the catheter and when the catheter was detached from the handle co2 released back out of the red hub confirming the catheter has become occluded. To evaluate the cause of the continuous flow of co2 the handle was disassembled, and the tubes were disconnected for removal of any powder. Loose powder without clumps was present in the front tube connecting the on/off valve to the powder chamber. No build up of powder was present in the back tube connecting the powder chamber to the low pressure valve. A visual inspection of the powder chamber's center downtube and cannula found them to be unobstructed. An inspection of the diffuser plate found it to be clear. The low pressure valve was disassembled and evaluated. All the internal components were intact. However, powder was observed within the low pressure valve on all the components. The buildup of powder in the low pressure valve, resulting in the valve experiencing difficulty when opening and closing, is likely the cause for the observed continuous flow of co2. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. Nonconformances that could potentially be related to the complaint were contained in the associated DHR. The nonconformance documentation supports the affected device(s) were dispositioned appropriately prior to release of this lot. There is no evidence nonconforming product was released for distribution. In an effort to heighten awareness of the potential connection of the customers report to the current manufacturing processes production personnel were notified. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. The root cause for the report was an accumulation of powder within the catheter. The catheter occlusion is the most likely reason for the reported difficulty spraying. Additionally, catheter occlusion can create backflow and push powder, blood, and fluid back into the device, creating an internal clog as observed within the low pressure valve during device evaluation. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user was utilizing hemospray on a gastric varix/varices, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.